Event description:
Boston scientific received information that high shock impedance measurements were observed on the implantable cardioverter defibrillator (ICD) and right ventricular lead through the remote monitoring system. The device and lead remain in service. No adverse patient effects were reported. Additional information indicates that the physician will schedule ambulatory follow-up on a later date and provide all data. However, the patient has not yet presented for ambulatory follow-up . The physician did indicate that the shock impedances measurements for this patient is around 120 ohms and that it was higher than normal due to the patient's weight. Therefore, the device and lead remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.